Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin flow blocked alarm and high blood glucose. The customer's blood glucose was 404mg/dl at the time of incident. Trouble shooting was performed and found event was resolved by changing complete set (inf and res). Customer has product in question to return. Advised customer to return the reservoir and infusion set to us. Advised sending replacement. The product will be returned for analysis.